Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED would not power on. No AED information was provided other than the serial number of the battery(B)(6). They reported this did not occur during patient use.